Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 603 mg/dl. The current blood glucose was 303 mg/dl. Customer treated for high blood glucose with shots. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Not able to further troubleshoot as she has no infusion sets. Customer advised for further to call at the time to be able to troubleshoot. The insulin pump will not be returned for analysis.